Event description:
Trend noted with + gram stains results for streplike gram + cocci, but cultures were negative. Several vials of trypticase soy broth tested and were gram stain +, believe that a certain lot is contaminated. A 75 yo male in for right knee revision, lysis of adhesions and scar tissue excision.